Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower was slow. The user stated that it took several seconds to process any command, including logging in and performing transactions. They noted experiencing at least a 5 second delay. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a slowness in processing and the user was experiencing a delay of 5 seconds while commanding or logging in. A technical support specialist dialed into the station and followed knowledge article ka - station slow login netbios. Disabled all instances of net basic inputoutput system bios using the command, then rebooted the station. The issue was resolved, and closure was confirmed. The system functioned as intended after the technical support specialist troubleshot the device.